Event description:
It was alleged the brakes are not holding to specification. It is reported the stretcher slides on the floor when the brakes are in the locked position and the nurse is boosting a patient up in the stretcher. Allegedly, the nurse is getting his/her feet/toes caught under the big wheel steering mechanism. No injury has been reported.

Manufacturer narrative:
A stryker certified field service technician evaluated the stretcher and observed the brakes operating to specification.